Event description:
After starting the IV site, the nurse attempted to flush the site with saline and discovered that the loop of tubing from the angiocatheter was not fully patent, was kinked and skewed to one side at the distal hub. FDA safety report ID # (B)(4).